Event description:
According to the medwatch "during code trauma resuscitation a central line was being placed. During the process, three packages had to be opened to utilize a guide wire to facilitate placement of the central line. Guide wires kinked or bent during the placement, which would not allow the catheter to be passed over the wire. No injury to patient".

Manufacturer narrative:
Continuation of d11: used to complete insertion of the central line- two 12 fr guide wires kinked or bent while introducing wire. A third package was opened, this time an 8.5 fr and the procedure was completed. Qn# (B)(4). The customer returned one guide wire (swg) for evaluation. The guide wire contained obvious signs of use in the form of biological material. Visual analysis revealed several kinks/bends along the guide wire body as well as two prominent kinks. The distal j-bend also appeared slightly misshapen. Microscopic examination confirmed the distal and proximal welds were fully formed and intact. The prominent kinks/bends in the guide wire were located 480 and 575 mm from the proximal end. The total length of the guide wire measured to be 601 mm which is within specifications of 596-604 mm per product drawing. The outer diameter of the guide wire measured to be 0.843 mm which is within specifications of 0.838-0.877 mm per product drawing. No dimensional issues were found. The returned guide wire was passed through a lab inventory ars/introducer needle assembly. Significant resistance was encountered at the kinks; however, the undamaged portions were able to advance with minimal resistance. A manual tug test confirmed that the proximal and distal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed numerous bends along the body of the guide wire. The guide wire met all relevant dimensional requirements and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Concomitant medical product: used to complete insertion of the central line- two 12 fr guide wires kinked or bent while introducing wire. A third package was opened, this time an 8.5 fr and the procedure was completed. (B)(4). Note: additional MDR (9680794-2020-00066) will be submitted to reflect the first device with an alleged issue. A medwatch number is not documented on the user facility's medwatch report. Additional information: the risk manager reports that the patient had an IV in place upon admission to the ER department. The risk manager reports that the device was not a factor in the patient's death. The patient was involved in a major vehicle accident and sustained multiple severe injuries. The patient arrived in the ER department "coding".

Event description:
According to the medwatch "during code trauma resuscitation a central line was being placed. During the process, three packages had to be opened to utilize a guide wire to facilitate placement of the central line. Guide wires kinked or bent during the placement, which would not allow the catheter to be passed over the wire. No injury to patient".